Manufacturer narrative:
Other biosense webster devices involved in the procedure were: carto system, ep system (prucka).

Event description:
Four hours into an atrial fibrillation procedure, patient's state and complexion started to worsen therefore, the blood pressure was checked. However, because the blood pressure monitor had not been properly monitored prior to that, the drop in patient's blood pressure was not immediately caught. Patient had severe cardiac tamponade. Physician performed ultrasonic cardiography to check the effusion and drained 800cc of blood. Percutaneous cardiopulmonary support system (pcps) was also performed prior to transferring patient to ICU. Stroke was suspected therefore, the patient was under wait and see approach. The physician was not sure whether the event occurred during transeptal puncture or during the mapping/ablation. Event was possibly procedure related.